Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had battery out limit alarm and insulin pump was vibrating. The blood glucose was 391 mg/dl. Customer took out the battery and put in another one and pump was still alarming. Customer stated that, the pump alarmed during normal use. The device will not be returned for analysis.